Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the threaded tip of the device had broken off. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/21/2025, it was reported by a sales representative via (B)(4) that an ar-9660-r central post extractor broke while threading into the post. Pieces of the device did break off in the patient and were retrieved. The case was completed successfully. This was discovered during an rtsa revision procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 04/01/2025: this was a hardware removal due to an infection. They ended up using a trephine over the top of the post and then a vice grip and slap-hammer to remove the post. The only delay in the case was about 2 minutes to wait for the vice grip. There was no additional anesthesia given. It is unknown if any adverse effects were reported on the patient. Addtional information has been requested on the infection.